Manufacturer narrative:
(B)(4). The set has been received along with the devices' logs and the eval is pending. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported the following event details: meropenem 85 mls was to go over 45 minutes and was set-up as a secondary infusion. The pump alarmed and the nurse found the bag empty when it shouldn't have been and the pump indicated that there was still 44mls to infuse. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.